Event description:
It was reported that during a surgery, the surgeon selected to use a 45mm left standard mandibular implant for a patient, however, the implant that was etched and labeled as the 45mm left standard mandibular was actually a 45mm left standard offset mandibular, and could not be used for this patient, resulting in a slight delay in the surgery. The surgeon was able to use a 45mm left narrow mandibular for the patient.

Manufacturer narrative:
During our investigation, we found where 24-6546 manufacturing lot 082800 was mixed with 24-6646 manufacturing lot 080300. We will be issuing a field action to have these devices returned.